Manufacturer narrative:
Manufacturer received information from a claims service, which indicates consumer operated the chair too fast, lost control, and ran into a wall. This resulting in the alleged injury. Information indicates user error.

Event description:
A letter from an insurance claims service states the consumer called to notify that after purchasing a power chair, pt drove it too fast, lost control and ran into a wall. Pt. Allegedly broke their leg.